Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 for low and high blood glucose levels ranging from 40 mg/dl to 600 mg/dl in the same day. The customer was treated with food. The customer did not mention their symptoms. The customer was not suing the auto mode on their insulin pump the customer was assisted with troubleshooting their insulin pump because the customer alleges that their insulin pump over delivered insulin. The insulin pump was not returned for analysis.